Event description:
Elderly female with history of right renal stone. Procedure: right ureteroscopy. Laser fiber snapped while in the patient. No known harm to patient. Piece inside of patient was able to be removed. Manufacturer response for superpulsed laser fiber, soltive (per site reporter). Will obtain.